Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers failed. A field service engineer (fse) inspected drawers 1 and 2 and found no indicator lights on the module controller. The module controller for drawers 1 and 2 was replaced, but the cabinet would not power on afterward. The retractor band for drawer 1 was unplugged, and the cabinet powered on successfully. The issue was isolated to the drawer 2 controller card. The drawer controller was replaced, after which all drawers powered on correctly. Drawers 1 and 2 were configured with medbank support. The device was tested with medbank support, and no additional issues were found. The customer successfully completed a cycle count of medications in drawers 1 and 2, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue lorazepam 0.5 mg tablets as the drawers failed to open. The system remained stuck on the countback screen, continuously prompted the user to enter the quantity found. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.